Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating the customer was unable to move forward from fill tuning because she encountered a message stating there was not enough insulin in the cartridge. Reportedly, the customer did not know how much insulin was added to the cartridge. The customer was successfully able to complete the load process with another cartridge. There was no reported impact to the customer's blood glucose level.